Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port felt loose. Subsequently, the pump was unable to be charged. The customer's blood glucose level was 110 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.